Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.